Event description:
A customer observed condition codes while running pt samples and controls using phyt reagent on the vitros 950 system. The results were not reported to the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.